Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event during use on 20-jun-2024. The infusion set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.